Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 2.5. During support, the patient had experienced severe aortic regurgitation due to the impella restricting leaflet motion of the patient's aortic bioprosthesis. The pump was removed due to patient's "respiratory issues" and septic shock. Respiratory issues and septic shock were not alleged to have been caused or contributed to by the impella device. After removal of the impella device, the aortic regurgitation did not resolve. The patient's status was not deemed stable enough for surgical intervention to correct the aortic insufficiency and the patient expired.